Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2020 reported in related manufacturer report number 1627487-2020-32598, a new lead was attempted to be implanted however it was unsuccessful due to the patient having spondylosis. The procedure was aborted as a result. There were no additional complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.